Manufacturer narrative:
Concomitant medical products: model number/catalog number: sc-2317-70; serial number: (B)(4); batch/lot number: 5082364/5083275; model/catalog description: infinion cx lead kit, 70cm.

Event description:
A report was received that the patient was experiencing inadequate and uncomfortable stimulation. The patient underwent a revision procedure wherein the ipg and leads were replaced. The patient was doing well postoperatively.

Manufacturer narrative:
A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing inadequate and uncomfortable stimulation. The patient underwent a revision procedure wherein the ipg and leads were replaced. The patient was doing well postoperatively.